Event description:
The hcp reported that, the evening after a pump refill, the patient was unresponsive and was admitted to the hospital approximately 9 hours after refill. The pump had been programmed to deliver a bridge bolus following refill. Telemetry strips were reviewed and looked accurate. The patient is prescribed other narcotics, as well. The reporter indicated that, the pump had been updated with volume change, then the concentration was changed and the pump was reprogrammed to include change in concentration and bridge bolus. The pump was accessed; actual reservoir volume was 3.5ml, expected reservoir volume was 17.9 ml. A pocket fill was suspected and the pump was stopped. The patient was in intensive care unit and was reported to be stable on a narcan drip.